Manufacturer narrative:
The reported overheating was not able to be duplicated by a manufacturer repair technician; however, upon disassembly, a damaged e-box was found, which can lead to the reported event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a surgical procedure at the user facility, the device was overheating. The procedure was completed successfully without a clinically significant delay. No medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility the device was overheating. The procedure was completed successfully without a clinically significant delay. No medical intervention and no adverse consequences were reported with this event.